Event description:
The lay user/pt contacted on (B) (6) 2010, alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that alleged issue with the meter began sometime in (B) (6) 2010. Approximately a month after the reported issue began the pt developed symptoms of shaky, sweaty and had a seizure. Ems had to be called on march 12 at 1:00 am and on (B) (6) 2010 at 1:00 am. On (B) (6) 2010, the ems' meter read 34 mg/dl. The pt was treated with glucose tablets/gel. The pt was using the correct vial of test stirps. This is not the first time the product is being used. The meter powered on by pressing the power button. The pt's meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt continued to take their diabetes medication on a regular basis and why the pt waited so long to contact lfs about the meter. It would have also been helpful to know whether the pt was taken to the ER on the (B) (6) and the (B) (6), what the reading was on the (B) (6) on the emt's meter and whether the pt exhibited the same symptoms on the (B) (6). The complaint is being reported since the pt alleged that due to the meter not powering on, the developed symptoms a month later suggestive of a serious injury and had received medical treatment for blood glucose reading of 34 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.